Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6)3 was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie 3.1 b5 kept failing. The customer reported that after replacing the half-height cubie pocket for b5 on drawer 3.1, it failed and was unloaded. The field service engineer relocated the cubie pocket from b3 to b5 and planned to test it over the next few days to determine if the removed cubie pocket was faulty or if there was another issue. A fse confirmed with the customer that there were no issues with the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie 3.1 kept failing. The customer stated that this malfunction occurred when the user was trying to issue medication to patients. There were no adverse events or injuries reported based on this incident.